Event description:
Plantiff alleges suffering from a latex related illness and injury and sustained the following injuries: respiratory problems, anaphylactic reaction, related mental and emotional distress and will suffer substantial loss of earings and earning capacity.